Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose was experienced and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 236 mg/dl at the time of incident. Troubleshooting found that drive support cap, high pressure test and cannula were normal and the pump appeared to be working as designed. Customer was advised to follow up with doctor regarding the pump settings and the administration of the bolus. Customer was also advised to monitor pump.